Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Friedman, l., naidu, r., poree, l., henry, m., jacques, l., southwell, d. Intrathecal granuloma in patient receiving it fentanyl and bupivacaine (10650). North american neuromodulation society 19th annual meeting. 2015. 257. Summary/ reported events: (B)(6) y.o. Gentleman with h/o neurofibromatosis type 2 with multiple peripheral nerve sheath tumors and chronic pain, s/p intrathecal pump placement and management by an outside provider, which administered 8,866mcg/day of fentanyl and 22.164 mg/day of bupivacaine (concentration: fentanyl 14,000 mcg/ml, bupivacaine 35mg/ml), who presented to our institution on (B)(6) 2015 with five days of progressive and profound right lower extremity weakness. He had complained of leg cramps to his outside pain physician who then administered a lumbar epidural steroid injection on (B)(6) 2015, but his pain worsened and he developed progressive weakness. He was first sent to a neurologist, who then immediately referred him to the emergency room. At our institution workup included an MRI which showed a 7 mm nodule closely opposed to the catheter tip of the intrathecal pump with local mass effect at t9-10. He subsequently underwent right t9 fiducial screw placement for localization by neuroradiology the night of (B)(6) 2015 and was admitted to the ICU. The intrathecal pump was turned to a minimal rate and he was started on intravenous fentanyl infusion, low-dose ketamine infusion, clonidine patch, methadone, and home baclofen and oxycodone. On (B)(6) 2015 he was given pre-operative steroids and underwent t9-10 laminectomies, removal of the granuloma, and removal of the intrathecal catheter. His intrathecal pump was also left in place but the medication was replaced with sterile water and kept at a minimal rate. He was transitioned to oral and topical analgesics over the next few days without developing any signs or symptoms of withdrawal to opioids. He was continued on steroids post-operatively. Po st-operative neurologic exam was improved compared with initial presentation, but he still had significant motor weakness postoperatively. Over the next several days his weakness slowly improved and he was transferred to a rehab facility on (B)(6) 2015. Final pathology revealed "dense fibrous tissue and necrotic debris with chronic inflammation, consistent with catheter tip granuloma."